Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after lunch while using the system and later discovered a cracked cartridge with broken glass and insulin contamination after the device was reportedly dropped. A full supply change was completed, and a dry run confirmed proper pump function with a clear chamber. No device alerts or alarms were reported. Symptoms included fatigue associated with hyperglycemia, with a documented fingerstick blood glucose of 417 mg/dl and glucose values remaining above target for approximately five hours. The outcome included a transient disruption of therapy that resolved following the supply change, with no ketone testing performed, no medical intervention, no outside assistance, and no hospitalization. The investigation included remote troubleshooting and education, confirmation of pump function, and verification that the chamber was free of debris after replacement. The investigation revealed a cracked cartridge consistent with component breakage leading to impaired insulin delivery prior to the supply change, after which glucose values trended downward. Based on previously established findings for similar reports, it was concluded that the cause was user-handling damage to the cartridge resulting in interrupted insulin delivery that was resolved by replacing the supply. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.